Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported sleeve steering issues and difficult to remove clip from sgc were due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntw was inserted and deployed on the mitral valve. A second clip, a mitraclip nt, was then inserted into the left atrium (la). However, while steering down to the valve, while applying the m knob, the clip moved in and unintended direction due to the device being mis keyed. Therefore, a decision to remove the clip was made. However, while removing the clip, it became stuck at the tip of the steerable guide catheter (sgc) and could not be removed inside the sgc. Therefore, the sgc and clip delivery system (cds) were removed together. A new sgc and a new mitraclip nt were inserted without issues. The mitraclip nt was deployed on the mitral valve. The procedure was completed with two clips implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.